Event description:
Caller reported that the t:slim x2 pump battery would not charge properly. Despite troubleshooting efforts such as using the tandem charging cable and wall adapter and trying a spare set, the pump could not be charged properly. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.